Event description:
Before the patient's pump was explanted, the patient suffered "withdrawal." No other symptoms were reported. The patient was in the hospital and the managing hcp at the time would not see the patient because he did not have privileges. The pump was explanted several years ago. The date of explant and the hcp who explanted the pump are unknown. The explant occurred at either (B) (6) or (B) (6) hospital. On (B) (6), 2010, the patient was in the hospital dying of lung cancer.

Manufacturer narrative:
(B) (4).